Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 71x90 mm abdominal aortic aneurysm and saccular 55 mm diameter left iliac aneurysm. The aortic neck was 16 mm in diameter proximally and 28 mm distally with a length of 44 mm. The left common iliac artery was 55 mm in diameter with a length of 73 mm. The minimum diameter of the left external iliac was 8 mm. The access vessels were tortuous. The bifurcated stent graft was implanted above the aneurysm within the 28 mm neck. It was reported that there was difficulty in delivery system insertion on the left side but it was able to be inserted and implant; however, during removal of the wire from another manufacturer it was caught on the distal 16/10/156 and 10/10/82 endurant devices. The wire removal difficulty was due to the hard (stiff) guide wire that was used because the anatomy was difficult. The wire was severely damaged during removal which was one of the causes of the removal difficulty. Also the vessels were severely tortuous and the wire caught on the contralateral side at the level of bifurcation of the external iliac artery and the internal iliac artery. The wire was at the level of the external iliac artery and it was incised until the external iliac artery and it was able to be removed. None of the wire remained in the patient. Post-operatively the left peripheral vessel was occluded. The bifurcated stent graft was confirmed to have not occluded. The peripheral vessel was occluded by acute arterial occlusion, which led to vascular necrosis and myonephropathic metabolic syndrome. A femoral-femoral bypass procedure was performed to secure blood flow. The physician¿s diagnosis is that the wire insertion and removal of the catheter may have damaged the vessel, which appears to have led to the acute arterial occlusion eventually. The physician denies there was a relationship between this event and the relevant device. As a result the patient passed away two days post implant. Review of the returned pre-implant cta¿s revealed that the patient had a severely angulated proximal neck (>60deg). The proximal neck diameter is approximately 16mm at the level of the lowest left renal, 19mm at the angulated portion, and 16-17mm just below the severe angulation. The aortic diameter just above the aaa was 28mm, and the maximum diameter aaa measured 6.3cm. The left common iliac artery aneurysm was 5.5cm, and the right common iliac artery was dilated to 4.5cm. The external iliac arteries were severely tortuous bilaterally. Images during implant and post-implant were not provided. The cause of the events could not be determined, but appears likely anatomy and procedure related, and a patient condition. It is likely that the use of another manufacturers¿ guidewire within the severely tortuous anatomy may have contributed to the events.

Manufacturer narrative:
(B)(4).